Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10519. It was reported that a perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed. The patient presented with a small pericardial effusion at baseline. The watchman® access system (was) was positioned in the laa and a 27mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and released. The patient was heparinized during the procedure. About 20 minutes after the procedure was over, a pericardial effusion(pe) with tamponade was noted. The patients act was >250. The patient also experienced mild hemodynamic changes. It was noted that device perforation caused the pe. A pericardiocentesis was performed and approximately 300ccs of fluid was removed. The patient was extubated, woke up, and is currently doing well.